Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump passed the active current measurement and displacement test. No unexpected power loss alarm during testing. However, pump had unexpected pump error's after monitoring for several minutes and high sleep current measurement due to connector resistance. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump it functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for unknown reason. The customer¿s blood glucose level was 176 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.